Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# v956006, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v736468, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was overdischarged. The reporter stated the explant was cancelled due to logistical issues. The reporter further stated the patient refused reprogramming.

Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. It was noted the patient had less than 50% therapy relief at the original pain topography. It was noted that reprogramming was done. It was further noted an explant of the system was planned for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.